Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, it was reported that the liner became defective. As a result, the patient underwent a hip revision an unknown amount of time after initial implantation. No further patient impact reported. No further information available.